Manufacturer narrative:
It was reported that "the overall height adjustment of the bed does not work customer states the head and foot portion are working. The customer she has unplugged the bed to re-set it and has checked all the connections, the hi/lo functions do not work. Head and foot section operate normally. Customer unplug and re-plug pendant and hi/lo motor, that did not resolve the issue, customer reported no noise coming from the hi/lo motor when pressing the functions on the pendant". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.this medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the overall height adjustment of the bed does not work".